Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 256 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer discovered that his sensor cannula was bent. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor and found the sensor cannula was retracted inside of the sensor base. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.